Event description:
On (B)(6) 2022, hcp reported patient had molded pdo threads implanted on (B)(6) 2022. On (B)(6) 2022, the patient stated she started to feel pain and protrusion of one thread coming through the inside of her lower lip. At a follow-up visit, hcp stated that the thread had broken under the tissue, and lost engagement which caused the protrusion. Hcp removed approximately 1.5" of the thread, prescribed antibiotics, and confirmed the patient was fine and stable.